Manufacturer narrative:
Correction on follow up 1: omit the statement that the event devices were returned to use by the customer. The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 10:13 am on (B)(6) 2016 the device received a remote IV order for a primary infusion of drugid 1 to infuse at 100ml/hr with a vtbi of 1000ml; the infusion was started. A few seconds later the infusion was paused then restarted. At 12:25 pm, the infusion was paused again then restarted approximately 2 minutes later. Between 12:29 pm and 2:44 pm, the device alarmed 6 times for patient side occlusion and 1 time for partial patient side occlusion. The infusion was restarted after each alarm except for the last time when the device was channeled off and the system was shutdown. The volume recorded as being infused during this period was 431.817ml. There were no other infusions programmed during this period including any secondary infusions. Heparin was stated to have been started as a secondary infusion, however heparin is not listed in the dataset as a selection for secondary infusions. Functional testing found the pump module to be delivering fluid within specification. The root cause of the overinfusion was identified as a user issue, with the user not programming the device for a secondary infusion of heparin. This allowed the heparin that was hung as a secondary to infuse at the primary rate of 100ml/hr.

Event description:
Correction: the devices were not returned to use at the facility.

Manufacturer narrative:
The reported overinfusion could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer¿s experience of an overinfusion was not identified.

Event description:
The customer reported that heparin 25,000 units in 500 ml was initiated as a secondary infusion at 10:14 am and intended to run at 18.5 ml/hr or 12 units/kg/hr, but was found to have infused approximately 400 ml approximately four and a half hours later. When two nurses re-checked the heparin rate they noted that it was infusing at 100 ml/hour, which was the rate of the normal saline primary infusion, instead of the ordered rate. The patient's ufh was greater than 1.10 at 2:56 pm; he was reported to be "clinically fine" and was taken to for a cardiac catheterization the same day, where he had no complications and was discharged home the next day. It was later reported that, following an internal investigation at the facility where the device passed all biomed testing, that the inaccurate infusion was caused by user error and the devices were returned to use.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of heparin without any details. Although requested, additional event and patient information has not been provided. There is no report of patient harm.